Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 21, 2023. The returned sample was inspected upon receipt and confirmed the venous temp probe was broken. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
**UDI related data quality updates only** d1 brand name (corrected) d2a common device name (corrected) d4 additional device information (corrected primary unique device identification (UDI) number).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the thermistor port was broken. No patient involvement.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4761 - access port. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.